Event description:
It was reported that during a percutaneous translumincal coronary angiography stent procedure, prior to entering the pt, resistance was met while advancing over another company's guide wire. Upon removal of the balloon catheter from the guide wire it was noted the tip had separated. Another co's balloon catheter and multi-link stent were used to sucessfully complete the procedure. Reportedly no pt injury was associated with this event.